Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2, a second patient sample tested with bicarbonate liquid, and a third patient sample tested with glucose hk gen.3 on a cobas c 303 analytical unit. The first sample initially resulted in a calcium value of 9.77 mg/dl and it repeated as 5.62 mg/dl. The second sample initially resulted in a co2 value of 65.7 mmol/l and it repeated as 22.8 mmol/l. The third sample initially resulted in a glucose value of 41 mg/dl and it repeated as 96 mg/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.